Manufacturer narrative:
The investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
Due to unintended firing of the tru-core ii, the doctor injured his finger. The tru-core ii device was set in ready position for the 2nd biopsy, then while the doctor was gently wiping the tip of needle for cleaning, the tru-core ii unintentionally fired without pushing the 2nd knob forward and pricked the tip of his finger. If the needle had stuck into the finger deeper, it could have caused a severe injury. Additional information: the result of infection disease test the doctor took after the incident was negative.

Manufacturer narrative:
A review of the device history records (dhrs) for the assembly and packaging of the impacted lots was conducted, and there were no similar issues noted. The device was not returned for evaluation. The root cause of the firing issues is loss of contact between two components (the j hook surface of the sleeve and goose neck surface of the housing) inside the tru-core housing. Corrective actions are currently being evaluated. One of the corrective actions being considered is adding material inside the stage bar hooks to increase stiffness to ensure that the tabs stay locked. Another corrective action being considered is to minimize the lip and angular wall on the cannula hub to reduce resistance of needle the assembly.